Event description:
It was reported to philips that the heartstart mrx defibrillator failed the opcheck test for device error service equipment inop and shock and pacer equip malfunction. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4).